Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, part of the hemopro tip broke off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.